Event description:
There was an allegation of questionable uric acid, creatinine, hdl, ldl, and bun results from the cobas c 503 analytical unit. Results were provided for hdl, that are a reportable malfunction. The initial hdl result was 120 mg/dl, and the repeat result was 42 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date was not provided for the reagent. A field service engineer (fse) completed a mechanism check and discovered a water leak from a nozzle in the acid wash line of the rinse unit. A slight leakage was also found from a sample valve. The sample valve, a check valve, and the rinse tube were replaced. The fse confirmed that the system was operating without any issues after the repairs were complete. The investigation determined that the service action resolved the issue.